Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, failure to capture was noted on the right ventricular (rv) lead. The physician alleged a dislodgement on the rv lead. Diagnostic imaging was performed but didn't reveal any rv lead abnormalities. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.